Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned for our investigation. The core wire of the returned fielder xt guidewire was found broken after being locally twisted and the twisted loop being squeezed. The coil was elongated and pulled apart. Investigation of the broken distal portion of the coil revealed a locally round bend into small diameter and a twist within its, but the tip end was intact without damage. The core wire was extruded sideways and same as proximal portion, the breakage site was locally twisted and the loop squeezed. Two breakage sites of the core wire matched each other. The polymer jacket was separated in 2 places and elongated to a total length of 200mm, while originally it was 160mm. Based on the provided information and the outcome of the investigations, it is inferred that the tip of the guide wire might have been trapped and/or prolapsed when attempting to cross the lesion. When the guide wire was removed back, the distal section might have hooked and twisted at the end of the microcatheter and the loop was squeezed to break the core wire. With further pull back of the guide wire, the coil was unraveled and elongated for final breakage. As for the reported resistance during advancement of the guide wire in the microcatheter, deformation of the guide wire or insufficient wetting of the guide wire before insertion was supposed as possible cause; however, it could not be determined. The warning section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position, otherwise damage to the guide wire may occur. Separation or breakage of guide wire are listed as one of possible complications and adverse events.

Event description:
It was reported that during a peripheral artery procedure, the fielder xt guide wire advanced through a non-abbott microcatheter system. Resistance was noted during advancement, but the physician was not sure what the resistance was due to. The device was removed without resistance; however, during removal, it was noted on fluoroscopy that the wire was not moving. It was noted that the guide wire was separated. The guide wire was removed, but the radiopaque portion of the guide wire remained in the non-abbott microcatheter. All devices were removed from the patient anatomy and no portion of the fielder xt remained in the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information has been requested.